Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the shockpulse generator wasn't providing sufficient suction. The issue occurred during a therapeutic percutaneous nephrolithotomy wherein resulted in a procedural delay for less than thirty minutes. The procedure was complete with an olympus back-up device. There were no reports of patient harm.